Manufacturer narrative:
Account cleaned the brake assembly to resolve the issue with this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the hi/low is drifting on this bed.